Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed cubies pockets showed either device not detected on bus or read, write or invalid cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed. The field service engineer (fse) found the main half-height drawer with multiple pockets off the bus. The faulty drawer board was replaced. Several cubie pockets had been wiped out. The customer reloaded all the medications back. The hardware test application was run and passed. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.